Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01288. D10: cat #: 110017107 / g7 finned 4 hole shell 60g / lot #: 7173931. Cat #: 010000812 / g7 hi-wall arcomxl lnr 32mm g / lot #: 6751535. G2: mexico. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a procedure, the liners failed to assemble into the cup after multiple attempts with multiple products. Because of this, the surgeon terminated the procedure, removed the prosthesis and closed leaving the hip without implanted components. No further information is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2023-01286.  The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2023-01286.

Event description:
Upon receipt of additional information, it was determined this report is a duplicate of 0001825034-2023-01286.  The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under 0001825034-2023-01286.